Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received and evaluated at the service center. The reported complaint from the customer that device heats up and would not power off was confirmed. It was found that the button, cable and the motor of the device were defective. Also the handpiece showed signs of physical damage. The motor, screws and handle circuit board, and cable were replaced, a preventive maintenance was performed and the device was tested and found to be working according to specifications. Fluid ingress into the system and contact with the motor is the most probable cause for the damage to the motor. However, given the information provided we cannot discern a definitive root cause for the defective button and cable. The faulty parts of the device would have caused it to not function as intended as reported by the customer. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history a manufacturing record evaluation was performed for the finished device (serial number : (B)(4), and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a anterior cruciate ligament (acl) procedure on (B)(6) 2019, the micro tornado handpiece with hand controls turned warmer than normal and would not power off. There was a flashing light with beeps but no power. They were able to complete the case with another like device with a 3 minute delay to get another hand piece. Additionally, the screwdriver tip broke off while tightening a screw. They retrieved the tip with no patient harm or delay and finished the case with another like device. This is report 1 of 2 for (B)(4).